Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that after being used in the procedure, the tibial broach was fractured. There was no injury to the patient.

Manufacturer narrative:
The device was received with the complaint for investigation. The device returned condition was described as having teeth fractured off. It was noted that the fragments were not returned for exam; however, a picture was provided and it showed signs of gouging on the fragments. This device is used for treatment. A product history review was conducted and revealed no additional complaints against the related part and lot combination. The persona system surgical technique states make sure that the cemented tibial broach inserter/extractor handle remains flush against the cemented tibial sizing plate and in full contact with the cemented tibial sizing plate and that the cemented tibial broach inserter/extractor handle does not tip during impaction. The broach may not have been properly aligned during impaction and the fracture occurred during surgery or the fracture could have occurred from dropping the instrument after use. User error is the likely cause of the damage.

Manufacturer narrative:
This report will be amended when our investigation is complete.